Event description:
It was reported that during use with a bd vacutainer® 9nc 0.129m plus blood collection tubes there was a low draw. This occurred on 200 separate occasions, therefore, an additional tube had to be used causing delay. The following information was provided by the initial reporter: customer clams that there is low vaccum in one of 3 tubes.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for investigation. Therefore,(B)(4)retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® 9nc 0.129m plus blood collection tubes there was a low draw. This occurred on 200 separate occasions, therefore, an additional tube had to be used causing delay. The following information was provided by the initial reporter: customer clams that there is low vacuum in one of 3 tubes.